Event description:
A surgeon reported that a memory lens iol implanted in pt's left eye in 1999 has since opacified. Visual acuity reported as 20/20, but "dim" at 2003 office visit. Vision has deteriorated to bcva 20/40 with reddish discoloration throughout optic of iol which look like fine discrete dots reminiscent of red blood cells. Glare testing with the bat drops acuity to 20/50 on the medium setting and to less than 20/400 on the high setting. The surgeon is planning to explant and replace in the near future. No further info is available.